Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of the homechoice cassette; further described as ¿not great but a mixture of air and fluid¿. This occurred during fill one of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. Renal therapy services advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.